Event description:
Reporter indicated that his vns therapy programming handheld power cord was broken. Handheld and power cord were subsequently returned to manufacturer for product analysis. An analysis was performed on both products and the broken power cord was verified during the visual analysis. It was found that the ac adapter connector to the handheld was broken, and no longer able to provide power to the handheld. No other anomalies with device performance were noted during testing using a known good ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.